Event description:
MRI images and CT images were downloaded into the varian fastplan computerized treatment planning system. The CT and MRI images were to be fused in order to overlay the MRI image of the tumor onto the CT image. The orientation of the images was verified. Markers are placed on the rt forehead when taking the images. The patient's right was on the left side of the screen as intended for both the CT and MRI images. The images were fused and sent to the planning module in order to design the treatment fields using cones. The images were also exported to a second varian software product eclipse in order to plan with multi-leaf collimators mlc. In the process, the MRI images were reversed right to left, so without indication, right became left, left became right. The tumor was contoured on the MRI images and transferred to the CT images. As part of our qa processed we reviewed the images, both CT and MRI and found the tumor as drawn was on the wrong side of the CT image. Treatments were based on the CT images. If we had not caught this, the pt's treatment would have missed the tumor. This event was reviewable on the computer and was determined tha the fastplan software did flip the MRI images before exporting to eclipse for mlc planning and before being used in fastplan for cone planning.